Manufacturer narrative:
A supplemental report will be provided upon completion of plant's investigation.

Event description:
It was reported by a peritoneal dialysis (pd) patient's daughter that the patient was hospitalized due to dehydration and nausea. The dehydration was due to not eating and not drinking. In the hospital the patient was switched from pd to hemodialysis.

Manufacturer narrative:
The peritoneal dialysis cycler was not returned to the manufacturer but an investigation of the device labeling, device history and manufacturing records was conducted. There were no deviations or non-conformances during the manufacturing process in addition, the record review confirmed the labeling, material, and process controls were within spec.